Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited volume inaccuracy, over infused.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The customer's problem was duplicated. By running three accuracy tests, the pump was determined to be over delivering (according to the manufacturing specifications). The faulty expulsor was recommended to be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.